Event description:
Analysis of the returned handheld computer found no anomalies during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. Analysis of the software found that the vns80.arm.cab file was corrupted. Because of the file corruption, the vns software could not be installed into the handheld using the returned flashcard. The cause for the file corruption is unknown. Once the vns.arm.cab file was replaced with a known good file, no further anomalies associated with flashcard software or databases were identified during the flashcard analysis.

Event description:
It was reported that the vns programming software would not install in the physician's handheld computer when a hard reset was attempted. The installation of the software was stalled and the message "the file 'cfcard\2577\vns80.arm.cab' is not a valid windows ce setup file"; popped up on the screen. The software flashcard was confirmed to be properly inserted in its compartment in the handheld computer. The handheld and the flashcard software were returned to the manufacturer. Analysis of the devices is underway but it has not been completed to date.